Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) status would not change from "latch" to "both" when it is locked. The device was visually inspected. The cause of the reported issue was a defected latch lock flex. As a result, the defected latch lock flex changed. The service history review identified no indication that the complaint was related to a service of the device within the review period. This device passed all functional tests after the repair.

Event description:
The customer was reported an issue with its latch or lock circuitry. It was found during investigation of a returned pump that the latch lock flex was found defected. The reported event may interrupt the therapy during infusion.